Event description:
Upon receipt of the device, the user reported the roller pump display was damaged. The device was returned for eval. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.